Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref #: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received 03/03/2017 and is as follows: patient alleges that the filter was placed for dvt on (B)(6) 2006. Patient alleges outcomes attributed to device are vena cava perforation; device unable to be retrieved; other ¿ embedded; other ¿ thrombosis from ivc filter. Patient alleges experiencing shortness of breath and leg pain.

Manufacturer narrative:
Evaluation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, device unable to be retrieved, embedded, thrombosis, shortness of breath and leg pain" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on found on work order, nor on related tulip filter lot. No other complaint were found. The device is manufactured/inspected according to manufacturer instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava